Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
During preparation, as the device was flushed with saline a hole was noted in the middle of the catheter. The case was completed with another device and there were no reported clinical consequence to the patient.